Event description:
It was reported that during a lead repositioning procedure, no pulse generator magnet response was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The pulse generator was received in backup vvi mode. The product code was successfully downloaded and normal function ensued. The backup vvi did not recur. Consequently, the cause of the backup vvi could not be determined. The device does not respond to magnet application when in backup vvi. Normal magnet response was observed after the product code was downloaded.